Event description:
During preparation for or during use of the device for a cardiopulmonary bypass procedure, the air bubble sensor did not function as expected. There was no adverse consequence to a patient as a result of this event.

Manufacturer narrative:
Evaluation in progress, but not completed. Device repaired and returned (a replacement sensor was provided).